Manufacturer narrative:
Findings: act and esc buttons did not respond due to corroded keypad traces. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to unresponsive buttons. Pump received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 60 mg/dl. The customer stated that all the buttons keep working on and off. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. Customer's mother stated that the patient has glucose tablet and doesn't want to troubleshoot for the low blood glucose at this time.